Event description:
It was reported, that the patient presented in clinic, due to a hematoma. Noted around the site of the implantable cardioverter defibrillator (ICD). The hematoma evacuated. And the patient was discharged in stable condition.